Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received an inappropriate shocks on three separate occasions. A review of the recent episodes identified a change in morphology which could be ventricular tachycardia (vt) which then reverts to a more upright complex which is consistent with normal rhythm; however, a shock is delivered which does slow the rhythm. Review of the most recent events show sustained vt for which one shock is delivered with conversion for each episode. A boston scientific technical services consultant discussed device operation with the caller. No adverse patient effects were reported.